Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a balloon tamponade procedure performed on a female patient, the cook bakri postpartum balloon with rapid instillation components was inflated to manage post-partum hemorrhage. The catheter was unable to be deflated from the 3 way tap port. The staff removed the bakri catheter intact with 80 ml of water retained in the balloon. No unintended part of this device remained inside the patient¿s body. The patient did not require any additional procedures. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: the cook bakri postpartum balloon with rapid instillation components was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of complaint history, the device history record, instructions for use, quality control data and specifications was conducted. The device history record was reviewed and noted there were no non-conformances related to the reported failure. A review of complaint history records revealed this complaint to be the only complaint associated to lot number 8129737. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the IFU was performed. The IFU provides the steps for using rapid installation component (ric for short, described in the complaint report as "three way tap"). The final step shows the syringe and ric removed once inflated. The ric is a one-way apparatus to aid with faster inflation of the balloon and does not allow for deflation. The product was not returned so the functionality of the device could not be confirmed. The report indicated that fluid could not be withdrawn through the ric which is how the ric was designed to perform. The cause of the complaint is likely related to the use of the ric while attempting to deflate the balloon. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) # k170622.